Manufacturer narrative:
An event regarding hematoma and infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: no devices were returned for review but based on photographs provided, the bearing surface of the insert appears unremarkable with possibly some explantation damage. The underside shows extensive damage, primarily anteriorly consistent with explantation damage. Medical records received and evaluation: a bleeding complication occurred within the first 2-months after surgery resulting in an arthroplasty infection that required treatment with device removal and implantation of an antibiotic containing spacer. As such, this pi case is caused by procedure-related factors with an unknown contribution of patient-related factors. There are no device-related factors evident in this case. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the medical review concluded that bleeding complication occurred within the first 2-months after surgery resulting in an arthroplasty infection that required treatment with device removal and implantation of an antibiotic containing spacer. As such, this pi case is caused by procedure-related factors with an unknown contribution of patient-related factors. There are no device-related factors evident in this case. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If the device and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to hematoma and infection.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# s8ajj; triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# s999m; unknown patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as device was retained at (B)(4). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patients' left knee was revised due to hematoma and infection.